Manufacturer narrative:
Pt data not currently available.

Event description:
The hospital reported that, during a case, the monitor indicated the pt's oxygen saturation level was 65%. The certified registered nurse anesthetist (crna) noted that the screen indicated dashes for o2. The crna went into gas select, and o2 was not available for selection. The clinician switched the pt to an ambu bag connected to the auxiliary flowmeter and maintained the pt on IV sedation. The case was finished with no further reported complaint. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.